Event description:
Medics used the device to administer countershocks to a pt diagnosed in cardiac arrest. Following one or two shocks, the device allegedly indicated the battery was low and lost power. A spare battery was used and after one or two shocks were administered, the device again allegedly indicated the battery was low and lost power. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. The rptr said the pt had expired prior to the arrival of the medics.